Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated, trop I es result occurred on a single patient sample processed on a vitros eci immunodiagnostic system. The most likely assignable cause could not be determined; however, an analyzer related issue or the effect of sample processing could not be ruled out as having contributed to the event. An ocd field engineer performed service actions to the well wash analyzer subsystems to return the eci system to expected performance. Following service actions, acceptable vitros tropi es precision was observed. In addition, the investigation determined that the customer had processed the patient sample outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. There was no allegation of patient harm as a result of this event.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result (0.110 ng/ml) from a single patient sample processed on the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The same sample was retested in duplicate and the repeat results (repeat 0.007, 0.010 ng/ml) were believed to be the accurate result. The higher than expected patient result was reported outside of the laboratory, however, a corrected report was issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).